Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. The device was received with an opened pouch for evaluation for the reported event of particulate matter. A visual inspection was conducted on the returned sample and it noted black particulate matter inside the welded cassette. The device was functionally tested by being put through a self-test and priming, but there were no issues found during this evaluation. The reported event was verified. The device was determined to be outside of specifications, but a cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white or black foreign particulates in the cassette. This was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.